Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, foreign matter can be observed within the fluid path. Substance is mainly composed of plastic, therefore the incident is confirmed. Furthermore, a device history record review showed maintenance record related to the incident reported. Based on the teams investigation, possible root cause is associated by a jamming issue and the sensor that checks these occurrences was not working. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
Additional information received: was the deviation noticed before, during or after use on the patient? Before.

Event description:
It was reported that the bd ser plastipak 10ml s ls syringe contains foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: "the item present broken pieces of plastic inside its plug, and the syringe itself does not present any cracks or broken parts, possibly a problem in production."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.